Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2021, during a brevera procedure , no breast tissue was being picked up for cores during biopsy and the needle was not retrieving samples, the procedure was aborted and the patient had to be rescheduled for another procedure. No other information is available.

Manufacturer narrative:
The device was received: visual inspection was performed, the disposable looked as intended, no kinks were found in the tubing's, no cracks or damage in the disposable and it was missing the sheath introducer but was replaced to perform the investigation. Functional testing was also performed, the device passed set up and test, passed biopsy test, saline was visible and canula was capable of being fired 5 times. Device worked as intended. Complaint not confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.